Manufacturer narrative:
Evaluation results: one cadd legacy was returned for investigation. The keypad and labels were intact. No damage was observed on the pump. Indications are, two 10 ml followed by one 20ml bolus tests were performed prior to the pumps return to smiths. The customer's reported product problem regarding the failed accuracy -12.0% was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The investigator indicated that the customer needed to verify the condition of the accessories used in their volume testing prior to performing the volume tests. A root cause could not be established.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy (-12.0%). It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.